Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to this return instrument test/evaluation (rite) failure. A review of the service history revealed no failures or problems that were the same as, or similar to the rite failure and there was no indication that the parts replaced during servicing caused or contributed to this event. An external/internal inspection was performed with no issues noted. The device was determined to meet electrical performance specification requirements per rite testing. The device failed rite functional testing as fluid was transferred above the allowable specification range during volumetric accuracy testing. Test article, piston foam, was installed and the device passed subsequent volumetric accuracy test. The evaluation revealed the cause of the failure to be deteriorated piston foam. The piston foam was to be scrapped and the device was sent for servicing. This issue is being further investigated through a CAPA. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed during evaluation with no patient involved.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.